Event description:
A patient reported having trouble keeping their pump charged. There was no reported impact to the customer¿s blood glucose level. The patient declined to follow up, and no further action was needed.